Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains implanted and the patient continues on vad support with no further events have been reported at this time. Multiple attempts for additional information were sent to the customer; however, none was provided. The reported pump stop event was confirmed in the log file data provided by the account. The submitted log file contained approximately 36 days of data, spanning from 28nov2018 at 22:13 to 03jan2019 at 16:36, and captured a momentary drop below the low speed limit on (B)(6) 2018 at 2:14. At 12:56 on (B)(6) 2019 driveline disconnect alarms became active and the pump stopped for approximately 67 seconds. Once the driveline was reconnected, the device operated above the low speed limit for the remainder of the log file. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 7 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Technical services reviewed the submitted log files, and a pump stop associated with a driveline disconnect was observed. Additional information was requested, but was not provided.